Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation fell off the device. This happened prior to the procedure.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and sample evaluation confirmed the reported issue. Visual inspection found the clear insulation close to the jaws had been damaged and was missing, causing it to fail hipot testing. Review of the device history records found no potentially contributing entries, and no trend is associated with this issue. The investigation identified the root cause of the issue to be misuse by the customer, where the insulation shows signs of damage with rough use or improper handling through a trocar. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.